Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on october 31, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient sustained a trauma to the implant site, resulting in the abutment breaking off completely. Subsequently, the patient was reimplanted on (B)(6) 2018.